Manufacturer narrative:
Integra has completed their internal investigation on 08/02/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the rocker arm, (B)(4), has fractured in two. Device history record reviewed for this product ID lot code/work order: (B)(4)manufactured on 03/28/14 show no abnormalities related to the reported failure. A total of (B)(4) were produced under this work order and all passed required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "broken piece or broke " for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering and repairs were able to verify the complaint though the root cause could not be 100% determined. However, it is reasonable to assume that the breakage was caused by accidentally dropping the unit during handling and/or use. Also, steam sterilization of the unit could damage the carbon fiber material and other plastic components. This unit has not been serviced since the time it was purchased in 2014. It is recommended to costumers to have their units inspected/maintained at least once a year per IFU. This product line is 100% inspected for functionality, appearance, and correct part count before leaving the integra facility

Event description:
It was reported that after the operation was finished, the rocker piston assembly from the a2002 was broken. There was no external impact and no dropping occurred. It was only used once.